Event description:
Consumer alleges he went down his driveway to get his mail and when he turned around, the unit allegedly jumped hard with the tiller turned too far right and it allegedly jumped and turned over allegedly sprawling the consumer on the concrete.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.